Event description:
It was reported that a pta balloon ruptured and during withdrawal through the introducer sheath, a portion of the pta balloon sheared off of the catheter, remaining within the pt. Reportedly, the venotomy was enlarged to 14f and attempts to remove the detached portion of pta balloon were made using a snare; however, all attempts proved unsuccessful. The pt was sent to surgery, where the separated portion of pta balloon was successfully removed in its entirety. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample has been returned to the manufacturer for eval. The investigation is currently underway.